Event description:
The customer reported a cine disc error message. A loss of subtraction road-mapping, or critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. Ther is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk was determined to be the cause. The customer was provided with an estimate. No further information is available at this time.